Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: plate breakage. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient underwent primary surgery on (B)(6) 2016, implanted with a cls zimmer implant. Due to a fall, the implant fractured and patient underwent revision and was implanted with a wagner stem on (B)(6) 2016 ((B)(4)). On (B)(6) 2017, the patient fell again, the distal third part of the femur fractured ((B)(4)). On (B)(6) 2017 patient underwent revision with implantation of a zimmer plate with circlage and screw fixation. On (B)(6) 2017 patient reported a failure of the lower limb while walking. Xrays were taken on (B)(6) 2017 which showed the fracture of the distal third of the left femur with plate fracture, patient was revised that day. Review of received data - several x-rays were provided. The x-rays are dated (B)(6) 2017, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. The x-rays dated (B)(6) 2017 show the implanted ncb plate right after the implantation. The fractured bone was fixed with the ncb plate, screws and some cerclage wires. An existing hip prosthesis can be seen. The post op x-rays dated (B)(6) 2017 and (B)(6) 2017 show no product failure. The plate is intact. The x-rays dated (B)(6) 2017 show a broken ncb plate. The breakage was occurred through a screw hole. Devices analysis - visual examination: the broken plate, screws, locking caps, cerclage wires and cable buttons were returned for investigation. The fracture of the plate is located through the sixth screw hole (seen from proximal). The fracture surfaces are partially damaged and some polished areas are present. However, on both broken parts there are beach lines visible. These lines depict the fatigue character of the fracture. In addition, a secondary crack can be seen. The crack is located in the fracture line of the plate. On the fracture surfaces no material defects that could have triggered the fracture could be detected. The plate shows also several scratches on the outer surface. The returned sub components do not show any relevant deformation or damage. Review of product documentation: the compatibility check was performed from surgical technique lit.no. 06.01221.012 and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting not possible -> no signs of notching / fretting. - breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to chemical / galvanic / crevice corrosion of material not possible -> no signs of corrosion. - breakage of implant due to wrong interpretation of in situ device position and/or dimension not possible -> no dimension issue. - breakage of implant due to wrong interpretation of x-ray template for dimensions not possible -> no dimension issue. - breakage of implant due to user perform inadequate force to the plate => possible, it could be that the user performed inadequate force. No surgical report available. - breakage of implant due to user define incorrect placement of the spacers and plate not possible -> no spacers were used. - breakage of the implant due to user performes inadequete forces to the plate => possible, it could be that the user performed inadequate force. No surgical report available. - breakage of the implant due to user perform improper handling of the plate during insertion => possible, it can be that improper handling was done. No surgical report available. - breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, it is possible that wrong/ incomplete information about limitation and postoperative restriction. - breakage of the implant due to patient do not follow the postoperative protocol => possible, it is possible that the patient did not follow the protocol and therefore the plate was over stressed. - breakage of the implant due to patient do not follow the postoperative protocol => possible, it is possible that the patient did not follow the protocol and therefore the plate was over stressed. Conclusion summary it was reported that on (B)(6) 2017 the patient was implanted with a ncb plate, cerclage wires and screw fixation. On (B)(6) 2017 the patient reported a failure of the lower limb while walking. X-rays were taken on (B)(6) 2017 which showed a bone fracture and the breakage of the ncb plate. The ncb plate was in vivo for 3 months. On the provided x-rays it could be seen on (B)(6) 2017 that the ncb plate was broken. An existing hip prosthesis can also be seen on the x-rays. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The product analysis of the ncb plate shows an indication for a fatigue fracture. There are several factors which may have contributed to the breakage. It can be that the plate was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. However, an exact root cause for the ncb plate breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb®, femur plate, left, 9 holes, 246 mm on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017. Due to plate fracture. The patient reported a failure of the lower limb while walking. X-rays were taken on (B)(6) 2017 which showed the fracture of the distal third of the left femur with plate fracture, patient was revised that day.

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb femoral plates on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017. Due to plate fracture. The patient reported a failure of the lower limb while walking. X-rays were taken on (B)(6) 2017 which showed the fracture of the distal third of the left femur with plate fracture, patient was revised that day.